Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient arrived at the clinic complaining about a tear close to the exit site of their driveline cable. The issue was resolved following a driveline sheath repair. There were no patient consequences associated with this event.

Manufacturer narrative:
Correction: (click on adverse event by error). (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable by clinical specialist revealed that the polyurethane layer was torn approximately 2 inches from exit site, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Log file analysis revealed normal pump parameters 14 days leading up to the event date of (B)(6) 2017; however, 4 low flow alarms were logged since march 28, 2017 not related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the driveline damage may be attributed to the accidental tear induced during use due to contact with sharp objects.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.